Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and low blood glucose levels. Customer¿s blood glucose level at the time of event was 414 mg/dl. The customer experience symptoms of nausea ,vomiting, abdominal pain and difficulty breathing. Customer was treated with manual injection or insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of incident. Customer reported change sensor alert and sensor updating alert and sensor not sticking. The insulin pump will not be returned for analysis.